Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2007, the patient presented with mild back pain. On (B)(6) 2008, the patient performed a transforaminal lumbar interbody fusion on the patient. Immediately following surgery, the patient's pain increased in severity and began radiating into her left leg.